Manufacturer narrative:
The insulin pump was received with corroded battery tube. No unexpected failed battery test alarm or battery out limit alarm noted. The operating currents are normal. The insulin pump has cracked case at the display window corner, minor scratched display window and missing end cap sticker.

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The patient's blood glucose level was 393 mg/dl at the time of the incident. The customer stated that there were no significant events that could have led to the issue. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.